Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the dorado pta balloon catheter procedure using the ultraverse 035. During the procedure pressure leakage in the process of pressurization, and then the pressure value dropped automatically after hitting 15 atm, and then the observation image showed that there was a leakage of the contrast medium. Additionally, it was confirmed that, rupture occurred during the first inflation, with a circumferential rupture at the delivery rod connection and pressurization was performed using a pressurization device. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the dorado pta balloon catheter procedure using the ultraverse 035. During the procedure pressure leakage in the process of pressurization, and then the pressure value dropped automatically after hitting 15 atm, and then the observation image showed that there was a leakage of the contrast medium. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided and reviewed. One photo shows the labelling information which was verified. Another photo shows one ultraverse 035 balloon catheter device with no anomalies. Based on the photo review, reported failure cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.